Event description:
This is a case report received through baxter (B)(4) afterhours service. During troubleshooting for a check patient line alarm, the home patient (hp) found air in the line. The technical service representative (tsr) had the hp cycle the power. The tsr assisted the hp to end therapy. The hp did not know how to setup the machine and did not have manual supplies. The tsr instructed the hp to contact the peritoneal dialysis (pd) nurse. The hp stated that he has to go to see the pd nurse the next day and will let her know about the air and any missed therapy. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Manufacturer narrative:
(B)(4). This complaint is for a report of an air in tubing (without alarm). Complaint is not confirmed and the assignable cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed.